Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the 800ml/hr flowrate test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was within specification in relation to the reported "failed 800ml/h flowrate" which was not reproduced or confirmed. Baxter's device evaluation found the device to deliver within a 5% range when the device was delivering at rates of 100, 400, 800 and 999ml/hr during flow rate testing. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01222 can be removed from the FDA database.